Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
This patient was admitted to the hospital on (B)(6) 2013, due to sepsis that was likely either due to an infected pacer or endocarditis. The physician had planned on explanted the device. It was recommended a CT scan be done on the pelvis/abdomen area, but the patient's family refused. She died 3 hours later. The CT was requested because the patient had rising white blood count, no bowel sounds, upon examination, no stools, and her abdomen was becoming tenderer by the day. It is documented that there was no autopsy done, and there was no way to determine whether she died due to bowel complications vs. The sepsis.